Manufacturer narrative:
(B)(4). Unit had unresponsive buttons due to flattened (creased) all buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or unable communicate to sensor simulator to verify lost sensor alarm due to unresponsive button.

Event description:
Customer¿s wife reported via phone call that they received lost sensor alarm. Customer's blood glucose level was 149 mg/dl. Customer also reported that the insulin pump was not communicating with the transmitter. The device will be returned for analysis.